Event description:
During case, patient was on successful ventilation on volume control mode. At 2:30 pm, unable to ventilate patient while on volume control mode, machine alarmed continuous pressure and apnea. Switched to manual mode, still unable to ventilate patient. Disconnected patient from circuit and bagged patient with successful ventilation.